Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance resulting in a polarity switch to unipolar. Diagnostic testing and troubleshooting was performed. Lead fracture was suspected. The lead remains in use. It was also reported that the patient was having physiotherapy which was causing electromagnetic interference on the implantable pulse generator (ipg) device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.